Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5068307) on 20-mar-2017. The most recent information was received on 29-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain all the time") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe pain while on periods"), dental caries ("lot of teeth starting to get rotted"), acne ("bad cases of acne on face and body") and menstrual disorder ("big blood clots while on period"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, dental caries, acne and menstrual disorder outcome was unknown. The reporter considered acne, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: I am in the process of having essure removed at this time. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information could be obtained from the reporter. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was reported via regulatory authority food and drug administration (reference number: mw5068307) on 20-mar-2017 and was forwarded to bayer on 20-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain all the time") and genital haemorrhage ("very heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe pain while on periods"), dental caries ("lot of teeth starting to get rotted"), acne ("bad cases of acne on face and body") and menstrual disorder ("big blood clots while on period"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, dental caries, acne and menstrual disorder outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, dental caries, acne and menstrual disorder to be related to essure. The reporter commented: I am in the process of having essure removed at this time. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality detect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain all the time (interpreted as pelvic pain) and very heavy bleeding (interpreted as genital bleeding). These events are anticipated in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer has presented these symptoms after essure implantation, and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident since a surgical intervention is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This case was reported via regulatory authority food and drug administration (reference number: mw5068307) on 20-mar-2017 and was forwarded to bayer on 20-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain all the time") and genital haemorrhage ("very heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), dysmenorrhoea ("severe pain while on periods"), dental caries ("lot of teeth starting to get rotted"), acne ("bad cases of acne on face and body") and menstrual disorder ("big blood clots while on period"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, dental caries, acne and menstrual disorder outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, dental caries, acne and menstrual disorder to be related to essure. The reporter commented: I am in the process of having essure removed at this time. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain all the time (interpreted as pelvic pain) and very heavy bleeding (interpreted as genital bleeding). These events are anticipated in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer has presented these symptoms after essure implantation, and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident since a surgical intervention is planned. A product technical complaint analysis and further information are being sought.